Event description:
It was reported that the headboard mounted o2 tank allegedly fell off and hit a pt in the head during a procedure where clinicians were at the head of the bed during a procedure. The pt was fine and only suffered a minor abrasion on their forehead as a result of the tank and bracket allegedly falling off onto their head.

Manufacturer narrative:
This issue was reported by the sales rep who has been the only contact. The customer does their own maintenance and does not want a field tech to visit. They are only reporting this to bring awareness to a potential issue for future design consideration. They have removed the o2 holders from all of the beds and purchased a different style. The serial number of the bed was not known.